Event description:
Caller tested 4.8 inr and 4.8 inr on the coaguchek xs system while a comparison lab returned as 7.3 inr. No actions taken based on device results. Caller states he may have inadvertently doubled his dose of warfarin. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.